Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens did not deploy. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cna0t3-t9) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).